Manufacturer narrative:
The results of this investigation concluded both returned cusps were fibrotically thickened and contained nodular calcifications. No inflammation was observed and gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrous thickening and calcifications was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
A 23mm trifecta valve implanted on (B)(6) 2012. On (B)(6) 2015 the valve was explanted secondary to aortic stenosis in the presence of calcified and thickened cusps. The explant procedure was complicated by the small aortic root and as a result only two cusps will be returned for analysis. It was suspected that cusps may have been contacting the aortic wall with each cardiac cycle. A non-sjm mechanical valve was implanted.